Event description:
An aneurx stent graft system was implanted for the treatment of an abdominal aortic aneurysm. It was reported by the patient¿s family member that the endovascular stents "collapsed" and the patient had to have another repair done. The stent grafts are still in the patient's body. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).